Event description:
The device was used during an unknown procedure. Reportedly, the needle broke in the jaw of the device. No patient injury was reported. Another device was used to finish the procedure.